Event description:
Pt thought pt had lupus or some sort of connective tissue disease because of small red bumps on arms. However, a blood test was negative. Physician feels pt is just dehydrated and gave pt an ointment to apply to arms.